Manufacturer narrative:
Philips service replaced the defective power supply 24v 10a and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy failure occurred due to a defective power supply on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.